Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -foreign material was come out of the instrument channel due to a blockage in the instrument channel. -the watertightness was not maintained due to a hole in the instrument channel due to external factors. -the control section, remote switch, grip unit, up/down angulation control lever, up/down plate, universal cord, video cable, light guide connector, video connector, and up/down angulation lock were scratched by external factors. -the video cable was wrinkled. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) confirmed the following facts. -due to the clogging of foreign material in the instrument channel, the endo-therapy accessory insertion failure occurred. -there was a leakage from the instrument channel due to a hole in the instrument channel. -omsc could not determine whether the device was damaged due to stress or handling. -omsc confirmed the manufacturing records and confirmed that the device was shipped without any manufacturing abnormalities. From the above, it is possible that the endo-therapy accessory insertion failure occurred due to the mixing of foreign material into the instrument channel due to the perforation of the instrument channel. However, omsc was unable to determine the cause of the reported event, as it may have been caused by poor cleaning. Omsc reviewed the repair history and confirmed that the flexible tube, instrument channel, control section, grip cover, up / down plate, light guide bundle, universal cord, and bending section rubber were replaced on may 20, 2020. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus due to a cleaning brush insertion failure.olympus then inspected the device at olympus service operation repair center (sorc) and found that the endo-therapy accessory and cleaning brush could not be inserted because the instrument channel was clogged with foreign material.there was no report of patient injury associated with the event.